Manufacturer narrative:
Olympus technical assistance center assisted the customer with troubleshooting via phone support. The customer was advised to clean the contact pins and blow some air on it. The image came back temporarily and after a period of time the image went out again. The customer was advised to return the device for evaluation. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source was giving error b30 code. The issue occurred during preparation for use of an unspecified procedure which was then cancelled. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.